Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The pump side connector was cleaned and there were no further alarms. During the cleaning, the modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed by review of the submitted log files.the root cause for the reported event was due to corrosion on the inline driveline connection. The exchanged heartmate 3 system controller was not returned for evaluation and could not be correlated to the reported event. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, document and the heartmate 3 patient handbook, are currently available. Heartmate 3 IFU section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for a patient concerning driveline power fault alarm. The patient's controller had a driveline power fault alarm starting (B)(6) 2025 around 18:00 after their shower. The patient had a previous alarm occur on (B)(6) 2025. At that time controller was exchanged with noted corrosion at the connection site. The event log file recorded a driveline power fault (b) on (B)(6) 2025 at 18:07:43. Motor function was not affected by this event. It was recommended that they replace the modular cable and system controller and continue to monitor for unusual events. Additional log files were submitted on (B)(6) 2025 after exchanging the modular cable and system controller. There was noted corrosion on the driveline. The event log continued to capture driveline power fault b on the new controller (B)(6), & mod cable connected on (B)(6) 2025 at 15:41. It was then recommended to perform a modular cable cleaning to remove the corrosion. Otherwise, there were no other notable alarm conditions or parameter changes seen in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.